Event description:
The customer reported the abnormal level 2 controls were not generating any differential results on the coulter lh 500 hematology analyzer. The customer cleaned the instrument and replaced the controls but the problem persisted. The customer did not report any error messages from the instrument at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the differential air pump (pm3) was not working. The fse replaced the air pump, which repaired the issue with the abnormal 2 controls. The repairs were verified per established procedures. (B)(4).